Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 , h6 ( type of investigation , investigation findings , component codes , investigation conclusions ). A getinge field service engineer (fse) inspected the unit and identified the need for component replacement. The fse replaced the helium gauge (d353-00-0005) and helium tubing assy (d004-00-0103-03).following these repairs, the helium leak was resolved. An operational inspection was then performed in accordance with the applicable inspection procedures. The device passed all checks, and the iabp was subsequently returned to the hospital for service use. The failure analysis and testing department received part number 03530000005 and 000400010303 with a reported unit failure of a helium leak the fat performed a visual inspection and found the parts to be in good condition the fat installed the parts in the cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070000639 revision r no failure was confirmed the parts are being retained in the failure analysis and testing department per procedure number 000207d008 revision av.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d8, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 corrected field : b6 , b7 a getinge field service engineer (fse) after checking, replaced the helium gauge (d353-00-0005) and helium tube (d004-00-0103-03). The helium leak was resolved, and an operational inspection was conducted based on the inspection record. The results were satisfactory, so the equipment was returned to the hospital.

Event description:
N/a.

Manufacturer narrative:
Updated fields:b4,d9,e1(event site city),g3,g6,h2,h11.

Manufacturer narrative:
Due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump, the helium was significantly reducing although it was not being used, there was no patient involved.